Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a diabetes clinic to seek treatment for a skin irritation of the pod site. For treatment, the patient was prescribed a steroid medication, a hydroxyzine hcl 25mg cream, hydrocortisone cream and a antihistamine to be taken nightly. The cream, was to be applied 2 to 3 times daily and the steroid was in pill form, to be taken 2 times per day. The pod was worn longer than 48 hours on the back. The patient was discharged after 20 minutes. The pod was removed and discarded.